Event description:
The customer reported the uretero-reno videoscope had a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image guide snake tube resin part was falling off the scope. The report is being submitted due to the resin part falling off found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings, the evaluation found the complaint was confirmed and water tightness was lost due to a pinhole and cut on the connecting tube. Also, evaluation found the distal end was burned, the insertion tube rotation ring was damaged, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the angulation lever did not move smoothly due to damage, an abnormal sound was made due to damage on the angulation lever, the light guide bundle was broken, the up/down plate was scratched, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the resin of the insertion tube fell off due to load, handling or other issues. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.